Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were returned by the site. Instrument was replaced.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site noticed that their passive planar ball point probe was bent outside of surgery. There was no patient present.